Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effect of malfunction reported in the article is captured under a separate medwatch report. Summarized patient outcomes/complications of trifecta valve were reported in a research article in a subject population with unknown co-morbidities. Some of the complications reported were structural valve deterioration, surgical intervention and hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "rates of structural valve deterioration and failure of trifecta bioprosthetic valve over a 5-year follow-up period: a single-center experience", was reviewed. The article presented a retrospective, single center study on trifecta valves to estimate the rate and predictors of structural valve deterioration (svd). The article concluded that over a 5-year follow-up period, 5.9% had a structural valve failure, which is lower compared to other studies, suggesting that valve implantation in experienced surgical centers could be an important factor in reducing valve complications and failure. [The primary author was anas hashem, mayo clinic hospital rochester, rochester, mn 55902-1906, united states].